Manufacturer narrative:
Investigation: DHR was reviewed. Missing print was found on the marker during th date range this batch was manufactured in. Photos and physical samples all exhibited varying degrees of missing print. Based on the available evidence, potential root cause for the missing print defect appears to be a clogged manifold at the marker.

Event description:
It was reported that scale marking error occurred before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the scale markings are missing. Hospital has 6 boxes of the bad lot of 3cc syringes. I have taken them out of stock." 7 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the scale markings are missing. Hospital has 6 boxes of the bad lot of 3cc syringes. I have taken them out of stock." 7 occurrences were reported.